Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that twenty units of the bd precisionglide¿ hypodermic needles showed oxidation in the needles before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Our quality engineer received the provided samples and fitted needle cover. It was verified the spots on the surface of the cannula were not corrosion, since the stains were removed with a cloth moistened with alcohol. By the color and consistency of the residues it can be concluded that the material adhered to the surface of the cannula was oil, most likely from the manufacturing process of microtubes (drawing or cutting). Maintenance was performed to correct the nozzle that was out of position. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the investigations it was observed that, during the cannula manufacturing process, there is a cleaning step of the cannulas for removal of the process residues. At the end of the cleaning process a water blasting on the cannulas occurs to carry waste on its outer surface and the inside of the cannulas. It was evidenced a misalignment of the nozzles of the machine that performs the blasting of the cannulas. This misalignment may have caused some cartridge of cannula not to have been completely blasted, so that cannulas that had some oil residue did not have a clean surface. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that twenty units of the bd precisionglide hypodermic needles showed oxidation in the needles before use. There was no report of exposure, injury, or medical intervention noted.